Manufacturer narrative:
(B)(4). Other remarks: the field service engineer (fse) serviced the iabp, the fse stated that the battery was not the problem and was related to the power supply. The fse replaced the power supply.

Event description:
It was reported that the intra-aortic balloon pump (iabp) stopped pumping (lost power) during use on a patient. As a result, the iabp was swapped out quickly. There was no report of patient complications, serious injury or death. The iabp was sent to bio-med to be serviced.

Manufacturer narrative:
Qn# (B)(4). Teleflex received the device for investigation. The reported complaint of power supply not charging the battery is confirmed. During the complaint investigation, the power supply was unable to charge battery, consistent with the reported complaint. The root cause of how the power supply became unable to charge the battery is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends. Other remarks: the field service engineer (fse) serviced the iabp, the fse stated that the battery was not the problem and was related to the power supply. The fse replaced the power supply.

Event description:
It was reported that the intra-aortic balloon pump (iabp) stopped pumping (lost power) during use on a patient. As a result, the iabp was swapped out quickly. There was no report of patient complications, serious injury or death. The iabp was sent to bio-med to be serviced.